Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the left ventricular lead was inserted and removed four times, the screwdriver would no longer set on the setscrew. When the lead was connected and reconnected to the device, the impedance was high. The device was replaced with a new device and the impedance value was normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.